Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in via phone earlier stating he changed the port and put a new cannula in and able to take 8 units blood glucose is 559 mg/dl. He has activated insulin on the pump. Patient states his blood glucose is still high after injection 463 mg/dl. As per patient it was working fine until this morning when he change the infusion set. Advised of 2 high blood glucose readings patient states he has appointment in the morning with primary. Advised to keep monitoring pump.